Event description:
A pt was implanted with synfix at l4-l5 about 6 months ago. Pt had a very slight spondy. Three-month follow-up x-rays indicated no problems. Six-month follow-up x-rays show the downward facing inferior screws to have backed out slightly. The pt is asymptomatic at this point and surgeon has no immediate plans for revision. This report is #1 of 2 for the same event.

Manufacturer narrative:
Lot #: this info was not provided. Additional info has been requested. Implant date reported as '6 months ago'. Implant currently remains in the pt. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Date of manufacture could not be determined without a lot number.